Manufacturer narrative:
The following fields were corrected d10: device available for eval: no. D10: returned to manufacturer on: na. H1: device return to manuf .? No. H6: investigation summary: customer returned two images of one syringe. The syringe¿s needle shield and hub have separated from its barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or the respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. CAPA (B)(4) has been opened to address this issue h3 other text : see h10.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe the hub separate from the device. The following information was provided by the initial reporter. The customer (animal clinic) reported about "needle/shield separation from the barrel when removing the shield (one pen needle)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe the hub separate from the device. The following information was provided by the initial reporter. The customer (animal clinic) reported about "needle/shield separation from the barrel when removing the shield (one pen needle)."